Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.

Manufacturer narrative:
Product return is not expected; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.